Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for corrected information: h10: the user facility medwatch form number was added as a related report number. E3: updated to "yes".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation.

Event description:
On 30-apr-2024, intuitive surgical, inc. (Isi) received medwatch report (MDR) with uf/importer report (B)(4) stating: "forcep was placed in da vinci robot arm. When surgeon took control of device, he opened the forceps and one of the graspers fell off inside the patient's abdominal cavity. Piece was retrieved. Device was isolated. No patient harm." The intended procedure was a da vinic-assisted total hysterectomy with bilateral salpingoopherectomy.